Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, paratubal cyst, grand multiparity and rectal injury. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia.") And uterovaginal prolapse ("uterovaginal prolapse"). The patient was treated with surgery (vinci laparoscopic hysterectomy ,bilateral salpingectomy,right oophorectomy,rectal injury repair). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menometrorrhagia and uterovaginal prolapse outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterovaginal prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-event medical device removal updated to dysmenorrhea. New reporter, lab data, medical history, removal details were added events uterovaginal prolapse, menometrorrhgia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID added, event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, paratubal cyst, grand multiparity and rectal injury. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia.") And uterovaginal prolapse ("uterovaginal prolapse"). The patient was treated with surgery (vinci laparoscopic hysterectomy ,bilateral salpingectomy,right oophorectomy,rectal injury repair). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menometrorrhagia and uterovaginal prolapse outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterovaginal prolapse to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.